Manufacturer narrative:
Other device used: catalog #unk, unknown zimmer patellar component, lot #unk. The product information for the patella is unknown; therefore the device history records could not be reviewed. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Insufficient information was received to conduct a product history search for the patella. Primary operative notes indicate good gap balancing with full flexion, full extension, and good component tracking with the final components. The notes did not indicate the amount of torque applied to the locking screw. Patient visit notes dated (B)(6) 2014 indicate the patient has a personal history of noncompliance with medical treatment. Patient visit notes dated (B)(6) 2015 indicate that x-rays showed possible migration of the patella and aseptic loosening of the patellar component. The x-rays also indicated that the articular surface locking screw had fractured. Operative notes from the revision surgery indicate that the locking screw had fractured and the articular surface had disassociated. The patella was also noted to be loose. The surgeon noted previous patella fractures and poor bone quality; however, there are no indications that the patella was removed. It is likely that the reported patient falls led to the component fracture. The falls and the noted poor bone quality likely led to the patella loosening.

Event description:
It is reported that the patient was revised due to the articular surface locking screw backing out and breaking as a result of repetitive impacts from patient falls.

Manufacturer narrative:
Visual inspection of the returned component identified gouges and wear on the articular surface and on the component backside. The locking screw was fractured into two pieces, and had fractured midway through the threads. Gouges were noted around the hex head. Measured dimensions were conforming to print specifications. Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination and no other complaints for articular surfaces with this locking screw lot. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The lcck surgical technique instructs, "do not over or under torque. Undertightening of the screw may allow it to loosen over time. Overtightening may cause the screw to fracture intraoperatively." Per the nexgen cr, ps, cra, lps, and lcck knee package insert (87-6203-453-22), loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. The package insert also states that trauma can result in fracture of the implant. It is likely that the reported patient falls led to the component fracture.